Event description:
A device was returned to a service center with a work order reporting a simplygo device has faulty equipment. Upon evaluation of the device, the customers complaint was confirmed. The filter was found to be melted, pca damaged, damaged canister and a leak in the internal spine was found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.